Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis. On the right side, the contralateral leg endoprosthesis was deployed while pushing up, but the right internal iliac artery (iia) was unintentionally covered. Subsequently, on the left side, the ipsilateral leg of the trunk-ipsilateral leg endoprosthesis was deployed in a similar manner, resulting in unintentional coverage of the left iia as well. To restore blood flow to the right iia, repositioning of the stent graft was performed using a non-gore balloon catheter and the gore® dryseal flex introducer sheath. As a result of this adjustment, a dissection was observed in the right external iliac artery. A bare metal stent was deployed to treat the dissection. Ballooning was performed to restore blood flow to the left iia. Final angiography confirmed occlusion of the right iia and reduced perfusion to the left iia. The physician suggested the possibility of thrombus migration.